Event description:
Procedure: hernia. According to the reporter: tacks would not deploy and device would jam. No pt injury reported.

Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated feb 8, 2010.